Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously high hemoglobin a1c (hba1c) result of 7.2% that was generated by the synchron lx I 725 clinical system. The erroneous result was reported out of the laboratory. The physician ordered another test and a lower result of 6.4% was generated. The customer retested the samples and obtained lower results of 6.3% and 6.4%, respectively. Corrected reports were issued. Patient treatment was not affected in this event.

Manufacturer narrative:
The customer stated that the instrument was getting level sense errors and believed the sample was mixed and had foam on the top of the sample. Controls were run before and after this incident and the results were within established ranges. The customer suspects the problem was caused by how the sample tube was handled. Technical application has been notified to review this issue.